Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, pericardial effusion, hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on information reviewed, the cause for the pericardial effusion is unknown. Hypotension was a symptom/ cascading effect of the effusion. A definitive cause for death could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in the anatomy. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is conservatively filed for pericardial effusion and death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. The transseptal puncture was done superior and posterior of the fossa ovalis. Steering of clip delivery system (cds) into the left atrium towards the mitral valve was done under both echographic and fluoroscopic guidance. There was no interaction of clip or steerable guide catheter (sgc) with any structure during the procedure. Both leaflets well inserted in the clip and the clip was perpendicular to valve. During clip implant, a pericardial effusion (1cm) was noted, which was not present at baseline. The patient was under heparinization protocol. The cause of the effusion is unknown. Effective pericardiocentesis was performed. At this point, that patient had little cardiac output, no ventricular contraction and low pressure. Cardiac resuscitation was started, however was unsuccessful. There was no pericardial effusion present at that time. The patient died after approximately 30-45 minutes. In the treating physician's opinion, the cds or sgc did not cause or contribute to patient death but rather death was possibly due to co-morbidities and severe left ventricular dysfunction. No additional information was provided.